Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mildly tortuous superficial femoral artery. A 5x120mm supera self-expanding stent was intentionally deployed after its expiration date of 11/30/2020, but the stent chosen was longer than the lesion. The stent was in the target lesion and in the healthy tissue. The stent was surgically removed, and the patient is in good condition. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported use error of using the product after the expiration date could not be confirmed, as only the stent was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed, no similar complaints reported from this lot. It should be noted, that the supera instruction for use states: "use this device prior to the ¿use by¿ (expiration) date, as specified on the device package label". The investigation determined, that the reported information of using the product after the expiration date and selecting the incorrect length stent requiring surgical procedure to remove the stent appears to be user related. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.